Event description:
A customer contacted baxter technical service center with a question on how to drain after the transfer set became disconnected and damaged during therapy on the home choice system. The home patient (hp) could not connect to a manual bag. The service rep (tsr) advised the hp to contact the nurse for transfer set replacement. The machine was working correctly, and therapy was stopped with a system error 2240 in drain cycle. The alarm was cleared. The hp was contacted and stated that he was sleeping when the transfer set disconnected from the catheter. He clamped off immediately and discarded the transfer set and therapy supplies. He saw his nurse and got the transfer set replaced. The patient confirmed there was no patient injury or medical intervention (other than transfer set replacement) associated with this incident and that the patient has been continuing with therapy as usual.

Manufacturer narrative:
The sample was discarded by the home patient.